Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's fill estimate was inaccurate. There customer's blood glucose level was 369 mg/dl. The customer administered a correction at the time of the call.